Event description:
It was reported that prior to an unknown procedure, after opening the package, the yellow part was found fallen off. Another like reload was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Manufacturer narrative:
(B)(4). Additional information: photographic conclusion: the analysis results found that a photo for analysis was received. The picture shows a an ecr45g cartridge reload inside the sterile package and with the one piece sled loose inside the package. No further evaluation could be performed. Although no conclusion could be reached on how the one piece sled became loose inside the sterile package, it is possible that the sled moved while the package was in transit. It should be noted that all reloads are inspected 100% for staple and sled presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. The reported event could not be confirmed as the cartridge was out of its sterile package. The ecr45g cartridge reload was received unfired and with the one piece sled missing, making the cartridge reload nonfunctional. No functional test was performed due to the condition of the reload. Although no conclusion could be reached on why the one piece sled is detached, it should be noted that each cartridge reload is 100% inspected through an automated vision system to ensure that the one piece sled is present prior to shipment. It should be noted that each cartridge reload is 100% inspected through an automated vision system to ensure that the one piece sled is present prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.